Event description:
Report received from analysis of the device that the posterior foot was broken and missing from the device. The physician had attempted to achieve arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure. Upon needle retrieval it was noted that an anterior cuff miss occurred. The device was removed. Another device was inserted and successfully closed the arteriotomy. There was no report of an adverse patient event. Although requested, additional information was not available.